Manufacturer narrative:
The patient¿s age was used to determine a placeholder date for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub when attempting to advance it into the vein. The following information was provided by the initial reporter: "this rn to bedside for piv administration. This rn inserted needle and got flash back in the catheter. When attempting to advance catheter into vein, this rn noticed that the hub was not attached to the catheter and the catheter was attached to the needle. This rn had to remove needle and catheter from patient and perform second piv."